Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Device manufacture date. Evaluation summary: (B)(4) battery release, heart block, and battery flex are contaminated. Battery contacts are compressed. Upper and lower case halves are broken, corroded, and contaminated. Both bail covers are broken. Lead flex cover is corroded. Heart wire contacts are painted. Battery draw has tool marks and is contaminated. Keyboard window is scratched.

Event description:
It was reported the epg (external pulse generator) was dropped. The case is damaged and there are battery door issues. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, heart block, and battery flex are contaminated. Battery contacts are compressed. Upper and lower case halves are broken, corroded, and contaminated. Both bail covers are broken. Lead flex cover is corroded. Heart wire contacts are patinated. Battery draw has tool marks and is contaminated. Keyboard window is scratched.